Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that powerloc hubber needles kept cracking once the staff overturns the y-site part. We were using the powered huber needles with the "y" extension set and notice that the short part of the y extension tends to crack when overturns a bit on a few patients - nursing staff noticed the link and wetness from the patient's huber needle when IV infusion is running or when they give medication. There was no bent, but a crack when overturns at the short y extension part. This caused leaks of chemo infusion was infusing, other times, regular IV infusion like electrolytes, and other times - it was from giving IV push medication, which resulted in not getting their medication accordingly, delay in treatment, having to re-accessed with a new huber needle. No harm was reported. It was reported this occurred with five devices. This report addresses all five devices.